Event description:
After implant of doc system, pt returned because of serious complaints of pain and difficulties swallowing. Extensive imaging studies including swallowing films were done and it was noted that some of the contrast appeared to be located outside the esophagus. Diagnosis of esophageal perforation was made. It was determined that one of the unicortical screws with an inner locking screw had backed out from the platform. Pt was transferred to another hosp where implants were removed and esophagus tear closed. No clinically apparent infection occurred. At the last follow up, pt was doing well and the fusions had healed.